Manufacturer narrative:
This report is for the same event as manufacturer report number: 2937094-2018-00796

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber was observed to be forward firing after 5,071 joules and 1:36 minutes of use. The fiber was exchanged, and the second fiber exhibited the same issue after 28,504 joules and 6:57 minutes of use. The tip (cap) of both fibers were not cleaned during the procedure. The procedure was completed using a third fiber. There was no patient injury reported due to the event. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context and heat accumulation. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.